Manufacturer narrative:
Additional information was received that the patient was seen in-clinic for follow up, however, the cause of the out of range shock impedance measurement was unable to be determined. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement less than 20 ohms. All subsequent shock impedance measurements were observed to be within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the ICD was explanted and replaced three years later due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.